Event description:
It was later reported that a neurologist stated the seizures were not due to the pump. The patient had a history of depression and seizures. The patient¿s seizure medications were increased.

Manufacturer narrative:
(B)(4).

Event description:
The patient¿s mother had contacted the clinic a couple of days prior to this report and told them that the patient was in the ICU (intensive care unit) because of seizures. It was unknown by this reporter if the seizures were related to a pump issue. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).